Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry department, two years post implant of 26mm sapien 3 valve, the valve was explanted and replaced with a 23mm surgical valve.

Manufacturer narrative:
Section h10: additional information provided by the hospital medical records indicated the patient's tavr was explanted due to endocarditis. As such this MDR was reported in error and a corrected supplemental report is being submitted.